Manufacturer narrative:
Additional information b5; medication, dose, programmed amount and delivery rate are unknown. Delivery was delayed for 10 minutes. H6 impact code; f26 additional information h3, h6 and h10: the device was received for evaluation. During functional testing the device turned off while troubleshooting of the device. A review of the event history log revealed single occurrence of the improper shutdown. The reported condition was verified. The cause of the condition was determined during visual inspection to be depressed battery pins on a rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn off. The problem occurred during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - entregar en almacen entrada principal de centro medicothe device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.